Event description:
As reported, no sealant was deployed from a 6f/7f mynxgrip vascular closure device (vcd). The balloon was deflated, and manual pressure was held to achieve hemostasis. There was no reported patient injury. The user was trained to the device. The device was prepped per the instructions for use (IFU). The tip was inserted into the sheath to the white mark, the balloon was inflated, the system was pulled back with two stops, the green portion was shuttled down to the stop, and the sheath was pulled back to the black portion. There was no white tube. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.